Event description:
According to the reporter, during the hepatic lobectomy procedure, the device was unable to fire and unload. It stated also that it sounded very loud as it broke and the black handle was loose. Blood loss off 500 cc or more and an extension of 30 minutes and more on the surgery are noted. To prevent a permanent impairment, the surgeon had to use clips to control vein bleeding. Current patient status is alive with no injury. The devices are expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.